Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is a j&j employee. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: the patient described in this pc is the same patient reported in (B)(4). In this pc, we report the event occurred after the initial surgery. It was reported that on (B)(6), 2022, the patient underwent the orif surgery for subtrochanteric fracture of femur. In the initial surgery, the surgeon had no choice but to use an extra short nail for treatment due to the event described in (B)(4). After the initial surgery, the patient was under rehabilitation with partial weight permitted after non-weight bearing, but the nail broke near the distal lateral part of the nail where the locking screw was inserted. On (B)(6), 2022, a revision surgery will be performed. In the revision surgery, the nail will be extracted, bone graft and a fixation with a plate will be done. The surgeon commented that since he had no choice but to use the extra short nail for treatment in the initial surgery due to trouble, there is a high possibility that the treatment caused concentrated load to the nail resulting the breakage of the nail. Surgery was completed successfully. No further information is available. This report is for one (1) tfna fem nail ø9 125° l170 timo15. This is report 2 of 3 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: device history record was reviewed, this lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Manufacturing location: monument manufacturing date: 10-mar-2020 expiration date: 01-mar-2030 part number: 04.037.912s, 9mm/125 deg ti cann tfna 170mm- sterile lot number: 46p6668 (sterile) lot quantity: 6 component part(s) reviewed: part number: 04.037.912.2, lock prong, 125 degree tfna lot number: 42p0644 lot quantity: 185 part number: 04.037.912.4, wave spring, shim ended lot number: 23p9303 lot quantity: 1,000 part number: 04.037.912.3, tfna lock drive lot number: 5l93107 qty 5 / 5l93145 qty 1 lot quantity: 192 total (96 + 96) production order travelers met all inspection acceptance criteria. Part number: 21127, timoagri16.00 lot number: 25p9630 lot quantity: 1,152 lbs. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. ¿visual analysis of the returned sample revealed that the tfna fem nail ø9 125° l170 timo15 has broken, the broken fragment still attached in the implant. No other problems were reported. A dimensional inspection was not performed for the tfna fem nail ø9 125° l170 timo15 due to post manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to excessive/unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications.¿ ¿the overall complaint was confirmed as the observed condition of the tfna fem nail ø9 125° l170 timo15 would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined.¿ ¿based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.¿ device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.